Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses experienced left sided deflation and several unexplained systemic symptoms post procedure. Pain, discomfort, difficulty sleeping, and anxiety were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-07447 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on october 4, 2022. Replacement with 450cc mentor memorygel boost breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 30, 2022. An explant is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).